Event description:
Initial spinal fusion surgery performed (B)(6) 2006. Received report of locking nut backing out of pedicle screw construct. Surgeon replaced locking nut, which also backed out. Finally, surgeons replaced pedicle screw, locking nut and rod in second revision on (B)(6) 2006.

Manufacturer narrative:
We, the MFR, are awaiting the return of all explanted devices for our own engineering evaluation and to send these explants to an independent laboratory for device failure analysis.